Event description:
Nellcor puritan bennett received information that suggested that the device failed to cycle ventilator while on a pt. The customer reported that there was no harm to the pt. The failure investigation was completed and based on the analysis of the alarm logs, and the device, the defect reported by the customer could not be duplicated/confirmed.